Event description:
The hcp reported the pt was experiencing some neurological symptoms. It was discovered pt had a hematoma in the epidural space at the t12 level that was causing the compression of the spinal cord. The hematoma was drained. The morphine was decreased and the pt was supplemented with oxycontin. The pt was seen in the office in 9/2002 and was reported to be recovering well. Pt was still having some post surgical back pain, but no neurological findings were found. The pump was refilled and a medication adjustment was made. The hcp stated thee was not problem with the pump or the catheter.